Event description:
It was reported that the pumps alarm could not be stopped even by pressing stop/start, next keys, or switching on the power again. The pump was replaced with another one. No patient injury was reported.

Manufacturer narrative:
UDI and catalog number and 510k are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). No serial number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed and root cause could not be determined. No action was taken as the reported issue was unable to be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.